Manufacturer narrative:
There was an allegation of additional questionable hdl-cholesterol gen.4 assay results. On an unknown date, sample 6 initial hdl result from cobas 4 was 85.70 mg/dl and the repeat result from the cobas pure was 32.50 mg/dl. Sample 7 initial hdl result from cobas 4 was >150 mg/dl and the repeat result from the cobas pure was 99.2 mg/dl. The repeat results were believed correct. Medwatch fields d1-d4, g1, and g4 were updated. The field service representative found issues with the cell rinse functionalities, reagent pipetting, precision, and ultrasonic mixers. He performed several service actions and found the customer's gel sample tubes had the gel in a diagonal position. The investigation determined the root cause of this issue was consistent with a combination of hardware issues and preanalytic sample handling issues. A general reagent issue was excluded since calibration and qc data were acceptable.

Manufacturer narrative:
The cobas c 503 analytical unit "cobas 4" serial number was provided as (B)(6). The cobas c 503 analytical unit "cobas 5" serial number was provided as (B)(6). A general reagent issue was excluded since calibration and qc data for both assays were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable results from three cobas c 503 analytical units. Data was only provided from two of the affected analyzers. This medwatch is for the hdl-cholesterol gen.4 assay. Refer to the medwatch with a1 patient identifier (B)(6) for the cholesterol assay. Sample 1 initial hdl-cholesterol gen.4 result from cobas 4 was 120 mg/dl and the repeat result on (B)(6) 2024 from cobas 5 was 62.20 mg/dl. Sample 2 initial hdl result from cobas 5 was >150 mg/dl and the repeat result on (B)(6) 2024 from cobas 4 was 89 mg/dl. Sample 3 initial hdl result from cobas 4 was 150 mg/dl and the repeat result from cobas 5 was 45.30 mg/dl. On (B)(6) 2024, sample 4 initial hdl result from cobas 4 was 142 mg/dl and the repeat result on (B)(6) 2024 from cobas 5 was 55 mg/dl. On (B)(6) 2024, sample 5 initial hdl result from cobas 4 was 158 mg/dl with a data flag and the repeat results on (B)(6) 2024 from cobas 5 were 49.4 mg/dl and 46.5 mg/dl. The questionable results were not reported outside of the laboratory. The repeat results were believed correct.